Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the insulin was not delivering insulin. The customer's blood glucose was 633 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were off the insulin pump during hospitalization for less than 48 hours. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.